Manufacturer narrative:
(B)(4). Conclusion code: off label use (patient above 45 years of age at time of implant) (B)(4).

Event description:
The reporter indicated an micl implantable collamer lens, was explanted from the patient's right eye on (B)(6) 2017 due to the development of a cataract. The cataract was removed and an iol was implanted. The patient is doing well. The lens was implanted approximately five years ago by another doctor/facility. The reporter was unable to provide implant date or lens/serial number information. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The lens was implanted approximately 5 years ago (2012). (B)(4).